Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that their mom's purewick was not suctioning at all. Representative did troubleshoot the unit, passed water test successfully. Representative informed customer of prepping and placement tips. The unit functioned properly. Used with flex wicks. No additional information provided. Troubleshooting resolved the issue.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as a suction failure. Submitting the investigation details as additional information. The initial reporter's zip code: (B)(6). The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. Based on the investigation results no additional action is required at this time. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that their mom's purewick was not suctioning at all. Representative did troubleshoot the unit, passed water test successfully. Representative informed customer of prepping and placement tips. The unit functioned properly. Used with flex wicks. No additional information provided. Troubleshooting resolved the issue. Per additional information received via email on (B)(6) 2025, I called customer support and the team there was awesome! I ran a suction test with them and the device is working well now. The issue is fully resolved.